Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the lf1737 did not seal. They used the device with an ft10 generator. There was no patient injury and there is no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.